Event description:
It was reported that in addition to the endurant stent grafts there were two aneurx iliac stent grafts that were implanted five months after the endurant stent grafts for an unknown reason. It was reported that all the stent grafts were explanted due to infection. The cause of the infection is unknown. The explanted stent graft was discarded.

Manufacturer narrative:
(B)(4). Results: infection. Conclusion: infection.